Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.00mm peripheral rotalink plus burr was selected for use but failed to reach optimum speed during initial testing outside the patient's body. Another peripheral rotalink plus burr was used and worked just fine. A 4.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.